Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as working intermittently. The device was found out of specification. The customer reported run/stop and the clear toggle (the soft key directly above run/stop) do not work on the keypad. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "run/stop and the clear toggle (the soft key directly above run/stop) do not work on the keypad. There was no patient involvement. No additional information is available.